Manufacturer narrative:
H3, h6: the device was not returned for evaluation and the reported event could not be confirmed. The contribution of the device to the reported event could not be corroborated. The clinical/medical investigation concluded that, a revision of the device was performed due to dislocation. Per case details, the surgeon reported that the devices were not defective. The device was not returned for inspection. The requested information, including the patient current health status was not provided. Reportedly, the revision was due to dislocation; however, the root cause of the dislocation could not be definitively concluded. The patient impact beyond the reported dislocation and revision cannot be determined. Further patient impact could not be assessed. No further clinical/medical assessment is warranted at this time. A review of complaint history did not reveal similar events for the listed device. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. The instructions for use documents revealed this failure mode was previously identified. A historical review concluded that there are no prior actions related to this product and event. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Possible causes could include but not limited to traumatic injury, patient anatomy or abnormal loading of limb. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Manufacturer narrative:
Internal complaint reference case(B)(4).

Event description:
It was reported that, after a thr surgery, a revision surgery was performed due to dislocation. An oxinium hd 10/12 32mm +5 ext was explanted. Surgeon says that the devices were not defective. Current patient health status remains unknown.